Event description:
On (B)(6), 2010, a doctor reported to ormco corporation that a patient experienced enamel loss when a damon q bracket debonded. This is the second of four reports.

Manufacturer narrative:
The doctor's office reported that the de-bonding of a damon q bracket caused enamel delamination. It was dislosed by the doctor's office that the patient was biting on a bottle cap when the damon q bracket de-bonded. The doctor stated that the tooth was repaired with composite and the patient is doing fine. The bracket has been returned to ormco corporation and an investigation is in progress. When evaluation results are availbale, a follow-up report will be submitted.